Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) that patient in clinic with device rep present troubleshooting device. Hcp also said that it was determined that ipg was malfunctioning minimal movement of ipg. Hcp also said that able to charge but not able to connect to remote as per (B)(6) 2026. Hcp also said that plan generator change in or.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-08, information was received from a patient (pt) regarding an external device. The reason for call was patient (pt) reported they were trying to charge the implantable neurostimulator (ins) yesterday and the controller kept saying 'it couldn't locate the device' and the controller also showed 'mechanical problems' contact medtronic with codes below. Pt stated their manufacturer representative (rep) had to do couple of things but didn't resolve the issue. Pt stated the controller was still not letting them charge the ins, not locating the ins and the device was working fine last week. Pt said the issue started yesterday. Pt stated usually they charge the ins on fridays. Pt can't remember the exact message that the controller showed. Pt stated they tried over an hour and a half to charge the ins but after the message that they saw, the controller went black and was not powering on, so they charged the controller and was able to power it back on but still they can't charge the ins. Agent had pt to reset the controller. Pt confirmed no visible damage on the controller and recharger. Agent had pt to clean the connection pins and start the charging session. Pt said they got the no device found message and agent told pt to press the recharge option. Pt saw the 58-96-96. Agent reviewed passive recharge mode. The passive recharge screen stayed for over 10 mins. Agent instructed pt to maintain the position of the paddle and wait until they reach the batteries screen. Agent offered a call back to check the status. Agent will call the patient back on a later time. *2 calls* agent made an outbound call to obtain hcp information. Pt said the controller went off and the green light went out as well. Pt said controller was still on the passive recharge screen. Agent made an outbound call to check the status of the passive recharge mode. Pt said the controller screen was still the same and the middle number on the passive recharge screen dropped to 89 and every 10 mins the controller powers off. Agent reviewed sleep mode. Pt was still not able to reach the batteries screen or charge the ins. Troubleshooting steps taken on the call didn't resolve the issue. Agent sent a request to replace the recharger. 2026-mar-10, additional information was received from the patient. The patient called back and said they got the new recharger telemetry module (rtm) but still wasn't able to charge ins. They tried passive recharge mode but were unsuccessful. The patient says that they forgot to mention when they originally called that their implant "has moved even since last week, it used to be closer to my outer hip but now its by my spine". Reviewed that this was most likely why patient was having issues charging ins, and to follow up with healthcare provider (hcp).